Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of pain at pocket site. Pocket revision was scheduled. Patient condition was fine. No further information is available.

Event description:
New information received notes that the pocket was revised. The device remains implanted and the patient was in good condition following the procedure.